Manufacturer narrative:
The evaluation showed, that the axle bolt in the upper back part is loose. The bearing in the upper part is deformed. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the knee joint doesn't come back in the extension. The patient did not fall.